Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 52mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, a esbf2414c103ee was implanted with a etlw1613c156ee limb. The limb was foreshortened to prevent occluding the right hypogastric artery. A etlw1613c124ee was placed at the contralateral side and a etlw1616c82 implanted as a bridge to ensure there was enough overlap. The protheses were ballooned with a reliant balloon, and the level of the aortic bifurcation was ballooned with two reliant balloons, using kissing balloon technique. The aorta was approximately 18 mm at the bifurcation. During completion angiography, a perigraft contrast blush was observed distal to the end of the ipsilateral leg, in the etlw1613c156ee limb. The stent graft was again ballooned; however, the blush was still visible in the right limb. The physician believed this to be a type iii endoleak and decided to place a etlw1616c82ee limb at this level. After this repeat angiography was performed showing that the blush had resolved. The physician believed the event to be device related. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Film evaluation summary the exact type and cause of the endoleak seen during the procedure could not be determined from the films provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Angiograms during implant were returned. Following implant of the endurant stent graft system, angio injection from above the level of the suprarenal stents was performed. Contrast blush was seen primarily along the outside of the right limb extension, ~3cm below the level of the gate ring, just distal to the bifurcate ipsi limb where the overlapping devices transitioned to a single fabric layer. Additional contrast studies with the injector pulled down into the bifurcate aortic body, as well as a retrograde injection from the distal right limb, all revealed the essentially same endoleak appearance and location. Intervention was then seen performed; an additional endurant limb was implanted within the right limbs and across the endoleak source. Final angio showed likely resolution of the previously seen endoleak. Although a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. The endoleak appeared to have been located just distal to the bifurcate ipsi limb where the overlapping devices transitioned from two layers to a single fabric layer. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type IV endoleak. If information is provided in the future, a supplemental report will be issued.